Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Caiman was used for intra-operative cystectomy operation. At the end of the operation they had a very big problem with continuous bleedings from where they had used caiman, especially from dissecting the vascular nerve bundles.

Manufacturer narrative:
The instrument was not returned to be analyzed. Because no device was returned and lot number was not reported; root cause can not be determined. No corrective/preventive action is required. Device not returned.